Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary # (B)(4) - the lead was returned and analyzed. Analysis revealed that the helix was distorted/bent. The outer insulation was breached cut. There was apparent implant damage.

Event description:
It was reported that during the implant attempt, when the physician was attempting to retract the helix back from the endocardium, the tip of the lead bent and could not be retracted back into the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.